Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and completed the device evaluation. The instrument was analyzed and found to have teflon pad damage. The teflon pad was lifted off the clamp arm but not completely detached. There was an additional observation that was not reported by the site. The instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: from the image, there does not appear to be any missing material, but the teflon pad looks damaged at the far end. It also appears lifted at the interface where it meets the black proximal pad. The root cause of the failure mode cannot be confirmed before the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the 8mm harmonic ace instrument had a part of the plastic jaw broken. The customer found the fragment of the plastic part of the jaw.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.